Event description:
It was reported that the customer had a low blood glucose but not hospitalized. The customer's blood glucose level was 44 mg/dl. The customer was treated with food and feels ok. The customer stated that the insulin pump malfunction as she change the infusion set. The troubleshooting was performed. The customer was advised that the insulin pump need to be replaced and she agreed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.